Event description:
The device was returned because the error code #41622. Upon physical inspection, a damaged downstream occlusion seal (dso)was found. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found damage to the downstream occlusion sensor (dso) seal. This indicated a reportable malfunction based on the damaged dso. The probable cause of the reported issue was motor issue. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.